Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement. The date of this procedure was not provided, nor was the date of the initial rtsa. The healthcare professional (hcp) reported dislocation or instability of a univers revers cuff arthropathy (ca) head system, along with loosening of the humeral component (confirmed radiographically) due to implant wear off, and dislocation or instability post-procedure. The hcp mentioned that the complication was unrelated to the device. Hcp also reported that the complication did not require additional treatment and was not reported outside the institution. The date that the dislocation or instability was noted was not provided.